Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to increase the strength of stimulation, with the device described as out of regulation and with settings not available. Device interrogation and an impedance check were performed, and impedance irregularities were identified with contacts 0, 1, 2, 3, 4, 5, and 7 measured above 40,000. The patient was treated by reprogramming the neurostimulator to utilize the other lead, and stimulation was able to be adjusted. The issue was reported as resolved, and the patient was alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.